Manufacturer narrative:
(B)(4). The reported patient effect of cerebrovascular accident (stroke) is listed as a known adverse event in the rx acculink carotid stent system instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation for the stenting procedure in the right internal carotid artery (rica), the emboshield nav 6 filter was noted, after removal from the tray, to be not seated well in the delivery catheter pod, and was therefore discarded. A second emboshield nav 6 was then deployed successfully. The case was completed with an rx acculink stent. After the procedure the patient experienced a stroke and was admitted to critical care for heparin infusion and observation. Repeat angiogram showed angulation in the rica distal to the rx acculink stent and narrowing at the bifurcation level. The patient underwent a second carotid intervention, and a second stent was implanted in the rica distal to the rx acculink stent. The symptoms, however, continued to progress, with left upper extremity weakness, facial drooping, and speech deficits. The patient was transferred to a rehabilitation facility 5 days after the procedure. No additional information was provided.

Event description:
Subsequent to the previous medwatch it was learned that the post-procedure angiogram revealed mild in-stent restenosis in the index rx acculink stent in the right internal carotid artery. The second stent was placed to treat the in-stent restenosis.

Manufacturer narrative:
(B)(4). The reported patient effects of stenosis and weakness are listed in the rx acculink carotid stent system instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.